Event description:
Bravo capsule placed by physician, downloaded study and noticed abnormal readings. The given imaging company was called and a copy of the study was e-mailed to the company. Given e-mailed a reply that the capsule had failed during the study.